Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. One day after event onset, the patient was hospitalized for the event. The patient and treated with unspecified antibiotics (no further details) for the event. At the time of this report, the patient was recovering from the event. On an unreported date, the patient was discharged from the hospital. The same day as event onset, pd therapy was discontinued. No additional information is available as the reporter declined follow up.